Event description:
I consistently had false low readings on freestyle libre 3 plus even though my sensor was not one of the recalled sensors. Readings were consistently for hours in the 50's, yet my blood sugar readings were actually in the 200s.